Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement and was reportedly doing well after the procedure.

Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement and was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher-than-normal current drain was from the analog/digital integrated circuit (ic) section of the implantable pulse generator (ipg) electronics. It could not be determined conclusively which ic was the root cause of the failure as both components were covered in epoxy which made test points inaccessible, and troubleshooting to specific component level was not possible. The ipg passed all other functional tests.